Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their hospitalization was not related to the device/therapy. The patient also indicated that the cause of the device not connecting was not determined and no likely cause was given. When asked the steps taken towards resolution, the patient indicated "will contact doctor office on procedures on how to operate the device (refresh memory)." The patient also indicated that the "could not do a m.r.I. Because they did not know how to turn off device they should have contacted the doctor office which is in the same hospital (poor communication)."

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had some tests run over the weekend and they could not get the machine to turn off, so an MRI couldn't be done. The patient stated they wanted to know if the equipment was still working/functional before they left the hospital. Patient services reviewed external device use with the assistance of hospital staff however the patient continued to encounter device not responding messages. Repositioning the communicator did not resolve the issue. Hospital staff confirmed they could feel the ins and had the communicator positioned correctly. They also indicated that patient no longer had an MRI ordered. The agent recommended the patient follow up with managing healthcare provider (hcp) when they are able to check ins device status. The patient's husband was present during the call and confirmed they would do so.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.